Manufacturer narrative:
Additional information as follows was received on (B)(6) 2016 and added to this report: lot number of the device, the surgeon was able to complete the surgery with another device, no pieces of the broken device remaining in the patient, the surgery was not extended, the surgical technique for the product was utilized. It was also confirmed, that the product will be returned for investigation. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was now reported, that the surgeon used the trial head, s, 28, taper 12/14 which was wedged up on the stem. While the removal of the trail head it broke. No pieces were left in the patient, the surgery was not extended and completed with an other device.

Manufacturer narrative:
Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend identified. Criteria to fulfill a trend are 3 incidents in 1 month or 6 incidents in 6 months for same product number. Review of event description: it was reported that the trial head was wedged up on the stem. While the head was removed from the stem it got broken. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: visual examination: one trial head was received for the investigation. The head seems to be heavily deformed due to long time in use. Outer surface is noticed to have severe damages, whereas the inner structure seems intact. Small deformations are observed also at the peripheral of the head. However, the component does not have any pieces which are broken off on the contrary to the reported event. It is assumed that by stating "broken" in the reported event, plastic deformation taking place at the small holes of trial head is actually meant. Root cause determination using rmw: instrument breaks, deforms, diverges impairing its function due to inadequate design for intended performance not possible -> a systematic issue with design and/or material properties would have been detected as part of a trend review defined in complaint registration, systematic assessment defined in complaint investigation or in the current pms process. Instrument breaks, deforms, diverges impairing its function due to mechanical properties of material insufficient not possible -> a systematic issue with design and/or material properties would have been detected as part of a trend review defined in complaint registration, systematic assessment defined in complaint investigation or in the current pms process. Instrument breaks due to degradation of material due to cleaning and sterilization => possible, it is not known whether appropriate cleaning and sterilization procedure that is suggested by zimmer biomet were followed during its use, therefore cannot be excluded. Damaged instruments, implants, body or wrong operational step due to surgeon or or staff unfamiliar with instrument usage and handling. => possible, correct handling of the device is not under control of zimmer biomet, therefore cannot be excluded. Inadequate usability of instrument due to inadequate design for intended handling performance not possible -> a systematic issue with design and/or material properties would have been detected as part of a trend review defined in complaint registration, systematic assessment defined in complaint investigation or in the current pms process. Instrument breaks or deforms due to off-label / abnormal-use. => possible, it is not known on which stem the surgeon put the trial head, therefore cannot be excluded. Components stuck together, incorrect conclusion on size due to compatibility of incompatible combinations => possible, correct handling of the device is not under control of zimmer biomet, therefore cannot be excluded. Conclusion summary: the device was in use for more than 5 years. Therefore, degradation of material due to cleaning, sterilization and constant use during this time interval is most likely reason of the deformation of the product. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
The manufacturer did not receive the devices, x-rays or other source of documents for review. As no lot number was provided for the device, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and/or an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the surgeon used the trial head, s, 28, taper 12/14 which was wedged up on the stem. While the removal of the trail head it broke. It is unknown if the surgery was extended or if pieces remained in the patient. Notes: the implantation and explantation dates are left empty as the device involved in this complaint is an instrument. Hence, no expiration date is captured, for the same reason.